Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu), serial number (B)(6), was confirmed via the submitted log files. On 01feb2026 & 02feb2026, multiple no external power alarms activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The observed event was consistent with a loss of ac power, and the alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during the alarm. The alarms did not affect the controller's ability to operate the pump at the set speed. Additional information indicates the mpu had a v-lock connector on the ac power cord, the mpu remains in service, the patient is a poor historian so it is unknown if the power cord came loose from the back of the unit or wall outlet, and it is unknown whether there were environmental circumstances that could have affected ac power at the time of the event. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The patient's system controller (B)(6) indicated that a driveline power fault associated with a (f4) pwr_a_broken occurred at 01feb2026 21:40:36. The data associated with the power conductors within the driveline showed some degradation in the path of conductor pwr a. Patient decided to connect to the mobile power unit (mpu) after alarms begun at home. The log file then recorded two no external power events while connected to the mpu power. The emergency backup battery (ebb) was used to support the system during the events. The patient proceeded to exchange their controller at home at 21:53:26. After the exchange, at 22:17:28, there was a brief no external power alarm while the controller was connected to mpu power. The patient then disconnected and reconnected the driveline a few times in an attempt to resolve the alarms, with the last connection occurring at 22:18:09. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken at 22:19:40. The patient decided to go to the emergency department and was asymptomatic throughout the alarms and troubleshooting. The pump was running with normal parameters and patient was feeling well. The doctor prescribed lovenox for subtherapeutic inr. It was recommended that the modular cable be replaced in an attempt to resolve the alarms. After the modular cable was replaced, the driveline power fault alarms resolved. Data from 02feb2026 at 2 am showed an improvement in conductor pwr a after the modular cable was exchanged. The patient was switched to battery power to be relocated to a different room. The controller was noted to have brief "low battery" alarms despite wearing fully charged batteries. The batteries and battery clips were cleaned, and the patient was connected to a backup set of batteries and clips. No further low battery alarms or prior alarms were noted. The patient was discharged home on (B)(6) 2026.